Manufacturer narrative:
Title: valve replacement in children: a challenge for a whole life citation: archives of cardiovascular disease (2012) vol. 105, page 517¿528 (doi 10.1016/j.acvd.2012.02.013) authors: henaine, roland et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding valve replacement options for the four valve positions for the pediatric population. All data was collected from several articles as well as the experiences from the authors. Multiple manufacturers were noted in the literature. No serial numbers were included. Among the 214 patients implanted with a hancock valved conduit, adverse events included; increased gradient measurements, postoperative balloon aortic valvuloplasty (bav) with associated stenting, conduit explanation and calcification. No additional adverse effects were reported on this product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.